Event description:
An end user called to report one of the bars on the walker is loose. The reporter was contacted and it was learned the bottom bar where top bar goes into the handle assembly on the right hand side screw stripped out of the hole. Her sister had been tightening it daily. Now the bottom bar moves to the left during use. She has been using this unit for approximately one month. It was reported the unit has been repaired and new rubber stoppers were applied as well. No injury.